Event description:
A physician attempted arteriotomy closure using the starclose device. Post the procedure, the patient experienced a vessel occlusion requiring surgery. The physician found the clip positioned accurately with a dissection in the plaque induced the occlusion.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.